Manufacturer narrative:
This part is not approved for use in the market, however, a like device with part# 55811015545, 510k# k122433 and UDI (B)(4) is available for the market use. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at t12-l2 due to l1 burst fracture. Post-op, an explosive sound was heard during rehabilitation. When x-ray was performed, it was found that the screw on the right of l2 broke. The breakage occurred from the base of the screw head of the screw which was on the right of l2, and the screw head and the rod were in a unstable state. Hence, a revision surgery was performed and the broken screw was removed successfully. There were no patient complications as a result of alleged event.